Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9163722, medical device expiration date: 2024-08-31, device manufacture date: 2019-06-12. Medical device lot #: 9078532, medical device expiration date: 2024-05-31, device manufacture date: 2019-03-19. Medical device lot #: 9261545, medical device expiration date: 2024-08-31, device manufacture date: 2019-09-18. Investigation summary: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of aspirate / draw (cannot / difficult) for lot #9163722, item #305211. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of aspirate / draw (cannot / difficult) for lot #9078532, item #305211. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of aspirate / draw (cannot / difficult) for lot #9261545, item #305211. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, a potential root cause(s) cannot be determined. Rationale: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed. Therefore, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that blood was difficult to draw up in the bd¿ blunt fill needle with filter during use and leaked, getting "into the nurse's face". Lot #'s 9163722, 9078532, and 9261545 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from dutch to english: "customer reported that the drawing is difficult. There has now been an incident involving a blood product that did not function properly in the needle, as a result of which blood got into the nurse's face."